Event description:
Complainant alleged that while attempting to treat a patient (age&gender unknown), the device displayed a "lead fault" message and was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was nay adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.